Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. Post-op, it looked like the knots were sitting but the thread had gone off. No additional information was provided.

Manufacturer narrative:
Product complaint # ==> (B)(4). Representative samples were returned for evaluation. During the visual inspection, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative samples, the tested samples met the finished goods requirements.